Event description:
It was reported that, during a right heart cath, a swan ganz catheter was not recognized by the hospital's ge maclab system, resulting in no cardiac output (co). However, right heart catheter pressures were obtained. No allegations of patient injuries.

Manufacturer narrative:
Additional FDA product code: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. A product evaluation was completed on the returned device. The reported event of "catheter was not recognized" was unable to be confirmed. Thermistor was able to be connected to lab cable without difficulties. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read 37.1c when submerged into a 37.0c water bath. Thermistor temperature reading accuracy is plus minus 0.3c per hemosphere manual. Thermistor circuits was continuous, there were no open or intermittent conditions. However, the balloon appeared ruptured and deteriorated. Balloon edges did not appear to match up at the cracks. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The lot number was not provided thus a device history record was not reviewed. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, a 100% of the units go through a balloon inflation and visual inspection. In the preparation section of the instructions for use (IFU) it is stated that inflation is usually associated with a feeling of resistance. On release, the syringe plunger should usually spring back. If no resistance to inflation is encountered, it should be assumed that the balloon has ruptured. Discontinue inflation at once. The catheter may continue to be used for hemodynamic monitoring. However, be sure to take precautions to prevent infusion of air or liquid into the balloon lumen. The IFU provides instructions to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion. Lastly, the warnings section of the IFU states that pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume.